Event description:
It was reported that patient was revised on a right knee due to instability and decreased range of motion.

Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding decreased range of motion and instability involving a triathlon insert component was reported. The event was confirmed. Method and results: device evaluation and results: based on a photograph provided, the component appears to be consistent with a poly device that was in vivo and subsequently explanted. Medical records received and evaluation: a review of medical records indicated that principal failure mode of this case is procedure-related as caused by arthrofibrosis of the arthroplasty post surgery. The bearing was exchanged to improve rom by improving the motion space of the knee in conjunction with extensive debridement, scar tissue removal and a lateral patellar release. The reported instability aspect is probably marginal or nonexistent following the information of the surgeon and the type of procedure performed. No information to suggest that device-related aspects have played any role as also supported by the visual findings of the explant. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: medical review of the provided records indicated that the principal failure mode of this case is procedure-related as caused by arthrofibrosis of the arthroplasty post surgery. The bearing was exchanged to improve rom by improving the motion space of the knee in conjunction with extensive debridement, scar tissue removal and a lateral patellar release. The reported instability aspect is probably marginal or nonexistent following the information of the surgeon and the type of procedure performed. No information to suggest that device-related aspects have played any role as also supported by the visual findings of the explant.

Event description:
It was reported that patient was revised on a right knee due to instability and decreased range of motion.